Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: part: 03.130.302s, lot: 3l99351, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 22.mar.2019, expiry date: 01.mar.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile 03.130.302 / was manufactured at (B)(4), part: 03.130.302, lot: f-24406, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 23.apr.2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for metacarpal bone fracture with the drill bit in question. During the surgery, the surgeon bent a plate with a dedicated pliers. When the surgeon drilled a hole at the bend part, the drill bit broke. The fragment was removed from the patient. There was no problem about the surgical technique and no surgical delay. The surgeon commented that it was a technical error. No further information is available. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity# 1), unknown pliers (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).